Event description:
It was reported that balloon pinhole occurred. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation it was noted that the balloon failed to inflate due to a hole in it. As physician started to inflate the balloon, he saw the contrast mixture travel into the blood stream. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 12 x 8 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation it was noted that the balloon failed to inflate due to a hole in it. As physician started to inflate the balloon, he saw the contrast mixture travelled into the blood stream. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.